Manufacturer narrative:
(B)(4). Device was not returned for evaluation.

Event description:
It was reported that during a colon resection procedure, the first firing was fine. The device was reloaded with a reload for the second firing. Prior to placing the device on tissue, the surgeon moved the firing lever ¾ inches and it was noticed that there were no staples in the cartridge. The device was reloaded with a third cartridge and the procedure was completed with no patient consequence.